Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00356. Related manufacturer reference number: 1627487-2022-00417. It was reported that the patient was receiving the "replace generator soon" message. Upon interrogation, it was also revealed that one of the patient's leads was exhibiting high impedances. The patient is still receiving effective therapy. Surgical intervention is anticipated. Note: it is unknown which lead is displaying high impedances, so both are being reported on.

Manufacturer narrative:
H6 - adverse event problem - correct device code to reflect lead fracture. The report of high impedance was confirmed. Analysis of the 3186 lead found a kink on the outer tubing where multiple internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Additional information received that patient underwent surgical intervention where in the leads and ipg were explanted and replaced restoring effective therapy.